Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have gotten wet from the rain. No further information reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.